Event description:
A customer reported error message ¿2160 c. Transfer not detected cup¿ on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to power off the analyzer and perform an all-set-home to ensure the test cups are seated well. After powering on the analyzer, the customer reported additional error appeared, error message 4151 c.trans-z home detect¿ and attempted to perform all-set-home, but errors persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by a visual inspection of the claw and observed it was not engaging the test cup. The fse replaced the test cup picking assembly and resolved the issue. The fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review for serial number (B)(6) from 14mar2024 to aware date 14apr2025 for similar complaints was performed. There were three similar complaints identified during the search period including this case for error 4151 c.trans-z home detect error and two similar complaints identified for error 2160 c. Transfer not detected cup. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2160) c. Transfer not detected cup. Cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. (4151) c.trans-z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the test cup picking assembly not engaging the test cup.

Manufacturer narrative:
The test cup picking assembly was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed and identified that the claw on the cup transport assembly failed to engage the test cup, preventing proper sample movement. The most probable cause of the reported event was due to a failure of the test cup picking assembly.